Manufacturer narrative:
Date sent to FDA: 9/29/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/16/2020. Additional information: a1, a2, b7, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted upon visualizing the mesh, concerns that the mesh had pulled loose necessitated the dissection and sharp excision of the mesh device. It was reported that the patient experienced severe pain, infections and inflammation. No additional information was provided.